Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the guidewire was stuck in the left ventricular lead. The left ventricular lead was not used and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of guidewire stuck in the lead was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found a broken piece of guidewire inside the inner coil at the middle region of the lead. The cause of the broken guidewire is consistent with procedural damage. Visual and electrical examination were normal and found no anomalies.